Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator and the milli-amp voltages were calibrated. The nodes were erased and the calibration files were reloaded. The system was tested and found to be working as intended and put back into service. This event may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system was displaying a filament error and a collimation error. No pt injury was reported.